Event description:
It was reported that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. Programming changes were performed. There were not patient consequences.

Manufacturer narrative:
Correction: e1.